Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including powering the pump on with the transformer. During troubleshooting, the customer was able to get the pump to power on with the battery pack. The customer was sent a replacement pump to ensure she had a working pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information on (B)(6) 2018, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as (B)(4)%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the battery pack would not operate her pump in style breast pump and she developed mastitis since she was unable to use the pump with the battery pack. She sought medical attention and was prescribed antibiotics.